Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in (B)(6) 2017, the patient had methicillin-sensitive staphylococcus aureus (mssa) driveline infection which was complicated by mssa septicemia and abscess at their left shoulder and left had. Treatments were performed with IV antibiotics. In 2018, the patient had two episodes of discharge around the driveline with cultures positive for mssa. The patient was treated with oral augmentin (amoxicillin/clavulanate potassium) followed by cephalexin. Later, the patient remained having intermittent discharge around the driveline and oral cephalexin was given for the purpose of lifelong suppression therapy per infectious diseases. The patient was doing well since then.